Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation.

Event description:
Shortly after the trial lead implant procedure, the patient presented with nausea, vomiting and dizziness. The patient's lead was explanted. The surgeon determined that the patient's allergic reaction was due to an antibiotic.